Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing high blood glucose level 564 mg/dl. Customer was experiencing nausea. Customer was using insulin pump within 48 hours of reported event. Customer did all troubleshooting for high blood glucose. Insulin pump was not on auto mode. Device will not returned for analysis.